Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user experienced difficulty inserting an infusion set when the tubing became trapped under the adhesive, followed by a second insertion attempt in which the adhesive did not adhere, and a separate connector that would not twist until a new connector was used; lot numbers were provided for the connectors and inset, and the user also paired a new cgm sensor with successful warmup. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of troubleshooting and education with a functional replacement connector and cgm pairing. Investigation included guided troubleshooting over the phone and verification of correct user steps. Investigation of this case revealed user-interface challenges during infusion set application and an initially nonfunctional connector that resolved with a new unit, consistent with an intermittent connector malfunction and infusion set application difficulty. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related factors for the set application and an isolated device performance issue for the initial connector.